Manufacturer narrative:
The device and rv lead were explanted, and the physician plans to implant a new system in several weeks. These products were sent to the hospital's pathology department, and likely will not be returned to boston scientific. No additional information is available at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that several weeks after receiving a new implantable cardioverter defibrillator (ICD), this patient reported feeling a tingling sensation near the device. The implant site had reportedly swollen up and became hot to the touch. The patient went to the hospital and was placed on new antibiotics. It was later confirmed that the patient had developed an infection. Of note, the patient's system includes a chronic transvenous right ventricular (rv) lead.